Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon burst while in use in the patient. This was found due to the patient's complaint of swelling pain in the lower abdomen. An examination found that the catheter balloon had burst, but there were no missing pieces to the balloon. When the catheter was replaced the patient experienced increased pain. Per additional information from the ibc via email 17jan2020, the patient originally received the indwelled catheter due to the inability to empty the bladder naturally. There was no additional medical intervention for the increase in pain.